Event description:
N/a.

Manufacturer narrative:
The codman hakim programmable valve was returned for evaluation. Device history record (DHR): the product code ns9009 with lot 3791564 conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; no defects were noted. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman hakim programmable valve was implanted to an (B)(6)-year-old male patient via l-p shunt on (B)(6) 2020, with a setting of 110mmh2o. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). When the patient went to the hospital on (B)(6) 2020, the physician tried to change the pressure, but the set pressure could not be changed. The patient's condition was stable, so the physician decided to watch the situation without changing it. The ventricles became enlarged, the physician tried to change the pressure, but the set pressure could not be changed. The valve was removed and replaced on (B)(6) 2021. No further information was provided by hospital.